Event description:
It was reported that the patient was hospitalized for two driveline infections 8 months after implant. The patient found induration and tenderness around the driveline up to 5 centimeters from insertion site as well as a large amount of leachate. Gallium-67 scintigraphy showed accumulation around the same site. Methicillin-susceptible staphylococcus aureus was detected in blood cultures 28 days after admission. The patient was treated with antibacterial agents and was discharged 117 days after admission with a decrease in leachate. Self cleaning with a surflo outer cylinder was continued after discharge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Magazine name: artificial organ title name: usefulness of treatment for driveline infection using surflo indwelling needle and nylon thread first author: (B)(6) author affiliation: national cardiovascular research center, department of transplantation manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.